Event description:
It was reported that control-iq did not adjust insulin delivery as expected and customer experienced high blood glucose, with levels reportedly going outside normal range while no corrective action was taken and no third-party assistance was required. Customer support confirmed that control-iq was active and functioning as designed, reviewed programmed settings, explained how the system predicts glucose trends and limits insulin delivery, educated caller about the alert indicating maximum insulin delivery over a 2-hour period, and advised customer to monitor insulin delivery and control-iq settings.